Manufacturer narrative:
This is one event (death) reported for the same patient involving three separate products; associated MDR #s 2937457-2014-01126, 1225714-2014-04890, and 1225714-2014-04891.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2013 and subsequently expired after the use of the product.